Event description:
It was reproted "revised due to loosening of the tibial component."

Manufacturer narrative:
Additional info has been requested and if available, it will be submitted in the supplemental report.